Event description:
The customer reported the system is displaying an intermittent iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended. (B) (4).